Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on august 08, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement. Revision surgery to reposition the magnet has been completed on (date not reported).